Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump showed motor error alarm and no delivery alarm. Customer also reported that they were able to clear the alarm from pump history and also complete insulin pump rewind. Customer also changed the infusion set. Customer called back again to report motor error alarm and no delivery alarm after set change. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.